Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr30 had shorted legs 5 to 9.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had failed a user test and had a service indicator present. The customer further advised that the device had logged an event code in its memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. The defibrillator output energy could also be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had failed a user test and had a service indicator present. The customer further advised that the device had logged an event code in its memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. The defibrillator output energy could also be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.